Event description:
As reported by the user facility on the medwatch form: lumbar block catheter placed on (B)(6). Early on (B)(6) rn found a portion of the catheter had come out. Pain management pump was turned off. Dr found that the catheter had broken 13 cm from the distal end. That portion remains in the pt. Additional info provided by the facility indicated the nurse checked on the pt in the a.m. And found a portion of the catheter in the bed. The physician then checked the pt after 9 a.m. And determined that a 13cm distal portion of the catheter remained in the pt. No further info is available as to what happened to cause the catheter to break. The pt did not appear to be any more active than any other pt. Additional info provided by the physician indicated the catheter was placed on (B)(6) 2009 and not on (B)(6) 2009 as previously reported. The catheter was intact and functioned fine for 2 days. The catheter was found broken off with the tip and remaining in the pt. The dr. Could not retrieve the catheter fragment. To date the pt has suffered no adverse sequela associated with the reported incident. Additional info from voluntary report: lumbar block catheter placed on (B)(6). Early on (B)(6) rn found that a portion of the catheter had come out. Pain management pump was turned off. Dr found that the catheter had broken 13cm from distal end. That portion remains in the pt.

Manufacturer narrative:
The actual device is being retained by the facility and will not be made available to the manufacturer to be evaluated. The facility did provide photographs of the catheter. Although the photographs were not very clear it did appear that a section of the catheter appears to be elongated and stretched in the area where the catheter possibly broke. One photo actually showed the remaining catheter segment in two separate pieces. Although no inventory remained of the final reported lot, the house retain samples for the reported lot were pulled. The catheters were tensile tested per specification and passed the acceptance criteria for catheter body tensile strength, catheter tip tensile strength, and joint integrity between the catheter and the catheter connector. Since it was reported by the attending physician that the catheter was in place, intact, and functioning properly for two days prior to the reported incident, it does not appear that the incident was related to the manufacturing process of the catheter. It appears that an unk excessive force was applied to the catheter or a section of the catheter was pulled beyond its design capabilities. However, no specific conclusions can be drawn. The photographs and all available info has been sent to the actual manufacturer for further eval. Additional info from voluntary report: (B)(6), (B)(4): contiplex nerve block set, model# contiplex 18ga, health professional? No. Manufacturer, the reporter does not want their identity disclosed.